Event description:
This case was initially received via regulatory authority (reference number: mw5091862) on 06-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('sharp pain') and pain ('both sharp stabbing and just pain making difficult to get up and walk') in a female patient who had essure (batch no. 20205786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain (seriousness criterion disability) with gait disturbance, abdominal pain upper ("sharp stabbing pain in both left and right side of the stomach"), chest pain ("sharp shooting pain in chest (breast area)"), arthralgia ("pain in knees"), pain in extremity ("pain in feet"), pruritus ("itching"), musculoskeletal pain ("pain in left back shoulder blade"), eye movement disorder ("eye twitching"), muscle twitching ("muscle twitching"), menopause ("menopausal") and back pain ("back pain"), was found to have weight increased ("excessive weight gain specially in stomach area") and underwent uterine dilation and curettage ("dilation and curettage"). The patient was treated with surgery (hysterectomy in january). At the time of the report, the pelvic pain, pain, abdominal pain upper, weight increased, chest pain, arthralgia, pain in extremity, pruritus, musculoskeletal pain, eye movement disorder, muscle twitching, menopause, uterine dilation and curettage and back pain outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, arthralgia, chest pain, eye movement disorder, menopause, muscle twitching, musculoskeletal pain, pain, pain in extremity, pelvic pain, pruritus and weight increased with essure. The reporter considered back pain and uterine dilation and curettage to be related to essure. The reporter commented: an injury, disability/permanent damage and serious important medical events was mentioned but not specified or assigned to one of the events we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5091862) on 06-jan-2020. The most recent information was received on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('sharp pain') and pain ('both sharp stabbing and just pain making difficult to get up and walk') in a female patient who had essure (batch no. 20205786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain (seriousness criterion disability) with gait disturbance, abdominal pain upper ("sharp stabbing pain in both left and right side of the stomach"), abnormal weight gain ("excessessive weight gain specially in stomach area"), chest pain ("sharp shooting pain in chest breast area"), arthralgia ("pain in knees"), pain in extremity ("pain in feet"), pruritus ("itching"), musculoskeletal pain ("pain in left back shoulder blade"), eye movement disorder ("eye twitching"), muscle twitching ("muscle twitching"), menopause ("menopausal") and back pain ("back pain") and underwent uterine dilation and curettage ("dilation and curettage"). The patient was treated with surgery hysterectomy in (B)(6). At the time of the report, the pelvic pain, pain, abdominal pain upper, abnormal weight gain, chest pain, arthralgia, pain in extremity, pruritus, musculoskeletal pain, eye movement disorder, muscle twitching, menopause, uterine dilation and curettage and back pain outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, abnormal weight gain, arthralgia, chest pain, eye movement disorder, menopause, muscle twitching, musculoskeletal pain, pain, pain in extremity, pelvic pain and pruritus with essure. The reporter considered back pain and uterine dilation and curettage to be related to essure. The reporter commented: an injury, disability/permanent damage and serious important medical events was mentioned but not specified or assigned to one of the events quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.